Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8703w, lot# l45809, implanted: (B)(6) 1998, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and a ¿numbing medication¿ at an unknown con centration and dose via an implantable pump. The indication for use for the patient¿s pumps have been non-malignant pain, failed back surgery syndrome, failed back syndrome ¿ other, post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that the catheter, which was the same catheter for all three of the patient¿s pumps, was ¿plugged up after 6 months¿ so the patient had to get surgery. The patient did not know why the catheter plugged up. The date of the event was asked but unknown, just ¿6 months after surgery.¿ no further complications were reported or anticipated.